Manufacturer narrative:
The retained sample of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. No pictures of the injury or the involved dispersive electrode have been provided. The involved device was not made available for an investigation so far. The IFU specifically states "if an electrosurgical unit offers an electrode cqms (contact quality monitoring system) always use a split electrode." The medtronic plasma blade generator used offers such a monitoring system. The hospital has used a non-split electrode. The use of a split electrode (instead the non-split electrode actually used) with activated electrode contact quality monitoring system would have prevented a burn. We therefore conclude that a user error caused or contributed the event. If we will receive additional information of the involved device, we will provide any additional findings in a follow-up report.

Event description:
On (B)(6) a 5-6 hour ICD extraction surgery was performed at (B)(6). A non-monitoring dispersive electrode (model ro01b30) and a rem equipped medtronic generator were used. The patient was described as slim and lean. The patient was lying in the supine position. The dispersive electrode was placed on the left thigh. It was reported that the patient was not hairy and the electrode was adhering well to the patient's skin. The patient's skin was not cleaned, not shaven, not dried, not disinfected and no ointment had been used. The patient temperature was managed by a "bearhugger". The generator output was raised during surgery. After the procedure two burns (sizes 3x2, 5cm and 5xo, 5cm) were detected underneath dispersive electrode at the edge of the plate. The injury was characterized as "visible black areas". The injury was treated with "medical - burns dressing".

Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. No pictures of the injury or the involved dispersive electrode have been provided. The involved device was not made available for an investigation so far. We therefore conclude that a user error caused or contributed the event. After repeated requests for further information we have been informed by our distributor that they have received "no reply at all" from derriford hospital. We thus assume we will not receive any further information and therefore consider the investigation closed.

Event description:
On (B)(6) a 5-6 hour ICD extraction surgery was performed at (B)(6). A non-monitoring dispersive electrode (model ro01b30) and a rem equipped medtronic generator were used. The patient was described as slim and lean. The patient was lying in the supine position. The dispersive electrode was placed on the left thigh. It was reported that the patient was not hairy and the electrode was adhering well to the patient skin. The patient skin was not cleaned, not shaven, not dried, not disinfected and no ointment had been used. The patient temperature was managed by a "bearhugger". The generator output was described as "between 6-8". The generator output was raised during surgery. After the procedure two burns (sizes 3x2, 5cm and 5x0, 5cm) were detected underneath dispersive electrode at the edge of the plate. The injury was characterized as "visible black areas". The injury was treated with "medical burns dressing".